Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure it was noted that a dislodgement occurred and all slack had been removed from right ventricular (rv) lead. The lead was revised and then the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.